Manufacturer narrative:
No determination can be made without physical evaluation of the complaint sample. The use of an unqualified combination may cause damage to the iol and potential complications, during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. . On previous MDR the evaluation code 114, 202 and 18 was not send in error. It is updated now in the current smdr. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by a physician that after an lens was implanted in the right eye, foreign material probably from the cartridge was seen on the iol. The foreign material was removed within the surgery. The surgery was completed. Opegan-hi was used as ovd. Injector was a push type. Additional information requested.